Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report rec'd from the USA stated the device will not secure the cutter. The device was not being used in surgery. It is unk if injury or medical intervention were reported. No add'l info was provided.